Event description:
Post a coronary drug eluting stenting treatment procedure a death occurred. Three lesions were identified. A 90% stenosed lesion in the mid left anterior descending (lad) artery, a 100% occluded circumflex (cx0 artery and an 80% occluded right coronary artery. A cardiac catheterization was done. Ejection fraction was reported to be 20%. The patient was transferred to the reporting facility. The next day a cardiac cath intervention was done. A taxus express2 2.5x20mm drug eluting stent was placed in the moderately tortuous, midly calcified proximal to mid lad. The stent balloon was inflated to 14 atm's with excellent results. The patient received insulin, aspirin, plavix, lasix, prevacid and aldactone prior to the procedure and angiomax was used during the procedure. Plavix was ordered for follow-up and the patient remained on the same pre procedure medications. The patient was discharged two days later. The patient presented three days later in full cardiac arrest. They were unable to get the patient to the ccl and patient expired. No autopsy was done. It was questioned if the patient was compliant with plavix.